Event description:
Surveillance study. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure, the pt presented with in stent restenosis. The index procedure treated the de novo, 90% stenosed 3.0x20mm target lesion located in the proximal circumflex (cx) artery. Treatment consisted of pre-dilation with an unspecified balloon inflated to 12 atm's and the placement of a 3.0x28mm taxus express2 stent deployed at 14 atm's. No post dilation was performed. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis and timi 3 flow. At 5000u and 8000u of heparin were administered. The pt was discharged 2 days later on bayaspirin and panaldine. No angina was confirmed at the 1 month f/u visit. On day 137 in stent restenosis was confirmed. Reintervention treated the 90% restenosed 3.0x15mm target lesion located in the proximal cx with a non bsc stent resulting in 0% residual stenosis. Two days later, the pt was listed as improved. Per the physician, the event relation to the device was listed as "possibly".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.